Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 07:07:29 on (B)(6) 2025. At 08:05:31, an arrhythmia was detected. ECG shows vf. At 08:06:08, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 08:54:36 on (B)(6) 2025.